Event description:
It has been reported to philips that a message appeared that fluoro was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the procedure was completed as planned after rebooting the system. A philips service engineer inspected the system onsite and confirmed that message appeared that fluoro was not possible. After reviewed the log file of the system and check all connections to generator it confirmed that x-ray generator connection error. The philips engineer check all connections to generator, ippc and host pc as per troubleshooting steps. The system was returned to use in good working order. The codes were updated based on the investigation outcome.